Event description:
Pt undergoing robotic procedure with omniguide laser. It was reported that two fibers stopped working during the procedure. Each burned out. Third fiber was then used without problems. FDA safety report ID# (B)(4).